Manufacturer narrative:
There is no allegation against the device; therefore the device is no longer reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's lead was fractured. Surgical intervention was undertaken on (B)(6) 2026, wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Event description:
It was reported patient is pending for a surgical intervention due to an unknow reason at this time.

Manufacturer narrative:
Date of event is estimated.